Event description:
The customer reported intermittent communication failed error messages. This error results in a system lock up, no boot, or shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. All connectors to and from the power supply were reseated and the power supply was adjusted to 5.15vdc. The system was tested and found to be working as intended and returned to service.